Event description:
It was reported that during a da vinci-assisted enhanced-view totally extraperitoneal incisional hernia surgical procedure, multiple system errors were noted. The system powered on fine, however, multiple errors while sitting idle were displayed. Prior to calling in, the customer power cycled the system multiple times, but the errors persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) had limited visibility in logs due to the power cycles. The isi tse could not find any of the reported errors in the logs available. The logs showed an error pointing to a non-responsive node. The isi tse walked the customer through isolating and disconnecting the console, but the errors persisted. The isi tse then walked the customer through a hard power cycle of the tower and consoles with no resolve. The isi tse was unable to troubleshoot further; the customer had opted to convert to open.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found that the vision side cart (vsc) had a golden image error. The fse programmed the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.